Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cartridge and/or battery cap was damaged and could not be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: during investigation, the battery compartment cap was damaged. The top of the cap was stripped. The battery compartment cap was hard to remove/insert due to the damage. A test cap was able to be inserted and removed appropriately for testing. The battery compartment was cracked below the bumper pad.

Manufacturer narrative:
Follow up # 2 date of submission 12/09/2016 ¿ correction to serial number.